Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump functioned properly. However, corroded battery tube and corroded battery cap contact noted during visual inspection. The insulin pump was received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, broken battery tube threads, and missing end cap sticker.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Event description:
Customer's spouse reported via phone call that the battery cap on the insulin pump is damaged. It was stated that a piece of the rim is missing and it cannot get tightened enough, causing the insulin pump to shut off. Blood glucose value was 200 mg/dl. It was also reported that the customer has been hospitalized for high and low blood glucose. Customer's spouse stated that the customer was hospitalized on (B)(6) 2015 with low blood glucose of 37 mg/dl. It was stated that it seems like the customer didn't eat as much at lunch as thought and over treated with insulin. Customer was found unresponsive and making a moaning noise on the floor and spouse called 911. The paramedics treated with glucose through IV and gain consciousness in 15 minutes. Time and date of other event is unknown. Blood glucose value at the time of admission was over 600 mg/dl. Troubleshooting was declined. It was advised the device would be replaced and agreed to return the product for analysis.